Event description:
Device 1 of 3. Please see MFR report #1627487-2010-02734 for device 2. Please see MFR report #1627487-2010-02733 for device 3. On (B)(6)2009, the patient was implanted with an scs system. On (B)(6)2010, the patient complained of burning or stinging around the ipg site only when the stimulation was on. An x-ray showed that the lead was stable, but the ipg seemed to be twisted in the pocket with the lead body twisted around the ipg. The connections were intact and lead impedances were normal on all contacts. It appears that the patient may be manually rotating the ipg. The doctor may decide to straighten the lead and re-test with the trial stimulator to see if he can keep the lead. During the conversation regarding the (B)(6)2010 complaint, the sales representative mentioned that this rotating behavior has happened two previous times. First with a percutaneous lead that was twisted and pulled out of the epidural space. The percutaneous lead was replaced with a paddle lead which became twisted in the same way and had moved laterally.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.